Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 12 atmospheres. However, on the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 3.0x15 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.